Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) epicardial lead experienced oversensing of noise leading to pauses in the patient's rhythm and a heart rate below the lower rate. The patient was asymptomatic, and will be brought back to the clinic for additional testing. No programming changes were made. The lead remains in use. No known patient complications were reported as a result of this event.